Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that after placing the implant it was not possible to remove the mount. The doctor confirmed that the dental surgical procedure was completed with another implant on the same day without any negative impact on the patient

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information g3: date received by manufacturer g6: type of report h1: type of reportable event . H2: follow up type . H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative one (1) 3i t3aa® short external hex parallel walled implant with dcdaa®, 5mm(d) x 5mm(l) (bnes505) was returned for investigation. Visual evaluation of the as returned product identified signs of use. Device history record (DHR) review was completed for the subject lot number (2021041301). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2021041301) for similar events and no other complaint was identified. Review completed utilizing keywords: does not disengage/release therefore, based on the available information, device malfunction did occur and the reported event was confirmed.